Event description:
I use a verio iq glucose meter, and this morning I woke up feeling my sugar was low and the meter read the following: 5:06-48, 5:13-hi, 5:16-52, 5:20-195, 5:21-72, 5:22-hi, 5:23-79, 5:26-296, 5:27-88, 5:34-100. After the 5:06 am reading my wife gave me a (B)(4) and a piece of white bread with jam to raise my sugar levels (I did black out approx 10 mins after the first test). I was unaware that this happened until my wife told me about it later. This is the second time a meter from vario that has given me problems. The first meter was recalled, but I wasn't notified about the recall and had been using the defective meter for months. This resulted in short term memory loss due to low sugar at normal readings and damage to my hippocampus.